Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, race, and ethnicity were not provided. [Conclusion]: the healthcare professional reported that during the aspiration procedure with the target at the middle cerebral artery (mca), the 95cm cerebase da guide sheath (gs9095sd / 30436793) was used with the sofia¿ flow plus aspiration catheter (microvention). While connected to a saline flush, the cerebase was noticed to have a leak at the junction of the hub and the catheter body. There was no visible damage noted on the cerebase. The physician indicated he is not aware that force was inadvertently applied; saline was used, and the device started leaking. The cerebase was used to successfully finished the procedure despite the leak. There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30436793) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information provided but without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the aspiration procedure with the target at the middle cerebral artery (mca), the 95cm cerebase da guide sheath (gs9095sd / 30436793) was used with the sofia¿ flow plus aspiration catheter (microvention). While connected to a saline flush, the cerebase was noticed to have a leak at the junction of the hub and the catheter body. There was no visible damage noted on the cerebase. The physician indicated he is not aware that force was inadvertently applied; saline was used, and the device started leaking. The cerebase was used to successfully finished the procedure despite the leak. There was no report of any patient adverse event or complication.